Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed but the occurrence and recurrence could not be denied. It was also noted, the battery on the printed circuit board had run out. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during pre-use checkup for an unknown procedure, the visera video system center had loose video connector and it was assumed that it resulted in intermittent image. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.